Manufacturer narrative:
Reporters state: (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: a device history record (DHR) review was conducted: manufacturing location: supplier - universal punch/inspected, packaged and released by: monument release to warehouse date: 19-may-2017. Part number: 314.119, stardrive screwdriver shaft t25/qc. Lot number: h302019 (non-sterile). Lot quantity: 53. Work order traveler met all inspection acceptance criteria. Inspection sheet, incoming/ final inspection, 314fi119 rev k met all inspection acceptance criteria. Certificate of compliance received from universal punch dated 15-may-2017, was reviewed and determined to be conforming. Certificate of tests supplied to universal punch by carpenter technology dated 20-jan-2017 was reviewed and determined to be conforming. Packaging label log lppf, lmd/lpf rev ac was reviewed and determined to be conforming. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. This lot met all dimensional, visual and packaging criteria at the time of release with no issues documented during the inspection or release of the product that would contribute to this complaint condition. A product investigation was conducted. Visual inspection: we¿ve received one screwdriver back for investigation. The screwdriver coupling is badly damaged and shows deep impression marks and scratches. The tip otherwise is still in good condition. Functional test: the complaint condition can be confirmed as it is hard/impractical to connect the screwdriver with a corresponding demo counterpart (screwdriver shaft 311.431). Nevertheless, it can be stated that the complaint condition is related to the damages at the quick coupling of the screwdriver. Dimensional inspection: as this investigation is focused in the functional issue and this was covered through the functional test performed. Therefore, no measurements of the features are required. Drawing/specification review: the investigation has shown that the cause of complained malfunction is a post-manufacturing caused use related damage at the device, therefore no drawing/specification review is needed. Summary: the complaint condition can be confirmed as it is hard/impractical to connect the screwdriver with a corresponding demo counterpart. Nevertheless, it can be stated that the complaint condition is related to the damages at the quick coupling of the screwdriver. Based on the provided information, it is not possible to determine the exact cause of the damage at the coupling. We only can assume that an unknown mechanical impact or simply regular wear could lead to the visible damages. In this regard, we would like to draw your attention on page 4 in the leaflet ¿important information¿ version se_023827 al: check instruments for sound surfaces, and correct adjustment and function. Do not use severely damaged instruments, instruments with unrecognizable markings, corrosion, or blunt cutting surfaces. Therefore, we conclude that the cause of failure is not due to any manufacturing non-conformances. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that a screwdriver shaft could not be impacted. The issue was discovered at the decontamination department on (B)(6) 2018. There were no surgical procedure and patient involvement. This report is for one (1) stardrive screwdriver shaft. This is report 1 of 1 for complaint (B)(4).